Event description:
The customer reported, the display went black while making a lateral shot. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. System operates as intended. This MDR is related to ge healthcare (B) (4).